Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio 2 meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy occurred at an unspecified time on (B)(6) 2020. The patient reported obtaining a fasting blood glucose reading of "250 mg/dl" with the subject meter and "157 mg/dl" on the laboratory device. The tests were performed within an unknown time of each other. The patient manages her diabetes with insulin (adjusts based on blood glucose results) and oral medication (janumet and glimepiride). In response to the alleged issue, the patient claimed she took a double dose of glimepiride medication. The patient reported that on (B)(6) 2020, after the alleged issue occurred, she developed symptom of "cannot talk;" symptom she associated with hypoglycemia. The patient reported treating herself with food and/drink. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of oral diabetes medication based on an alleged inaccurate high result obtained with the subject meter.